Event description:
Healthcare professional (hcp) reported that two minutes into the pt's first treatment using a psn 210 dialyzer, pt experienced respiratory distress, restlessness and profuse perspiration. At this time the pt's blood pressure was 250/150, heart rate was 133, o2 saturation was 89% on room air. The treatment was immediately stopped and blood was not returned to the pt. The pt was administered; 50 mg IV benadryl, 4 l/min o2 per ventimask and 125 mg IV solumedrol with little relief of symptoms. The pt's o2 did increase to 95% with 4l/min o2, pt remained in dialysis unit for observation, however their symptoms did not fully resolve. Another 50mg IV benadryl administered. The pt was then admitted to the hosp where pt was dialyzed with a polyflux dialyzer and observed overnight. The pt was discharged 2 days later. Pt received nebulizer treatments and a chest x-ray and was on cardiac monitoring during hospitalization.